Event description:
It was reported the dc motor adapters on the control module are missing. Also, the cabling on the st holster green cable is damaged. No pt involvement was reported. Two devices to be returned for analysis.